Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was hospitalized three times in the past month and a half, for high blood glucose levels. The reported blood glucose reading was 583 mg/dl. The customer stated that she has had some infections, but her health care professional felt that the insulin pump may not be functioning. Troubleshooting was performed and the insulin pump passed the prime, high pressure and self tests. Nothing further was reported.